Event description:
Additional information received via cdc national death index revealed that the patient's death was the result of "pneumonia, unspecified" with a contributing cause of "other and unspecified convulsions." No further information was available on the patient's death.

Manufacturer narrative:
Review of the available programming and diagnostic history. The information from that review was added.

Event description:
It was reported that the vns patient passed away on (B)(6) 2010. Review of the available programming and diagnostic history showed normal diagnostic results through 2009. Attempts for additional information have been made, but no further details have been received to date.